Event description:
The manufacturer received information alleging a ventilator shut down while in pt use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and it would not power up. The device's system board was replaced to correct the problem.